Event description:
The clinician reported that over 4 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's infection. The implant was not immediately loaded and was completely covered in bone. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.